Event description:
On (B)(6) 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges in or about the period of (B)(6), 2007 through (B)(6), 2008, the pt received home deliveries of heparin lock flush product alleged to contain oscs contaminant which was ultimately administered to the pt and the pt was caused to and did suffer physical injuries.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.